Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. During testing, all of the keypad buttons responded appropriately. The keypad was removed and no contamination or damage was found under the key contacts. The pump was opened and evidence of moisture found on the keypad flex-connector. The complaint of a keypad button response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed the following: the battery compartment threads were stripped. The battery cap was able to maintain connection for testing. There was moisture visible through the display lens. A leak test failed due to a crack in the case at the top right corner between the display lens and pump seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.